Event description:
On (B)(6) 2013, the patient contacted animas alleging erratic blood glucose (bg) for the past three days, as low as 68mg/dl and up to ¿hi¿ (>600mg/dl). The patient was reportedly able to treat the bg excursions on her own. The patient reportedly treated low bgs with carbohydrates, and high bgs with correction boluses and insulin pen. The patient stated that the only symptom she experienced was that she was sleeping more than usual. The patient stated that on (B)(6) 2013, she had changed the site. The patient denied air bubbles in the cartridge or tubing and denied any site issues. The patient admitted to changing the site every three days but only changing the cartridge and tubing when insulin has run out, which is every six days. The patient also admitted to not using the ezbg bolus feature for bg corrections. The patient instead stated that she uses the ezcarb bolus feature to correct, whether she has eaten something that requires carbohydrate coverage or not. The patient stated that no matter what her bg level is, when it is higher than 120mg/dl she will go into the ezcarb menu and enter a bg of 128mg/dl instead of her actual bg value, and a carbohydrate amount of 28grams, and administer a 1.10unit bolus. The patient was advised on correct use of the ezbg and ezcarb bolus features. The patient was also advised on changing the cartridge and tubing per instructions for use every two to three days instead of every six days. Troubleshooting found no pump defects. The reported low bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, related to use error.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Current pump history show only typical usage. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully completed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.